Manufacturer narrative:
Root cause: potential alteration of staining in this case was due to leak or loose fitting in tubing & connections. The problem was solved by field service engineer with replacement or repair of the part. Following the replacement or repair, the instrument was fully operational within specifications, without errors and available for the user. Failure mode description: following a tubing or connection malfunction; the resulting failure modes could occur. Leak from probe or drip from z-head could impact aspiration/dispense. These failure modes have the potential to alter staining.

Event description:
Customer complaint record reported the event as follows: leak from the connection of the probe in z-head. No direct or indirect patient harm or user harm have been reported.